Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. Also, after evaluation, the battery housing connector was physically damaged. The root cause of the loose busbar cannot be positively identified. The root cause for the damaged connector was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.